Event description:
Same case as MFR#: 2134265-2010-03009, 2134265-2010-03010. It was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is 'ok'.

Event description:
Same case as MFR#: 2134265-2010-03009, 2134265-2010-03010. It was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement, there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm, and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is "ok".

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection was performed. The guide wire was received loaded with approx 35 cm section of the flex cannula extrusion at the distal tip section. It was observed that the distal tip section showed evidence of being severely unraveled. The unraveled condition of the coil suggests that the distal region of the specimen was constrained during the clinical attempt. Upon closer examination it was observed that the core wire exhibited evidence of being fracture. The entire length of teflon ptfe coating at the proximal section was visually inspected; it was observed that the coating on the guide wire was missing or scrapped off at several locations along the wire (16 cm, 33 cm, 57 cm, 74 cm, 80 cm, 100 cm, 99 cm, 120 cm, and 153 from the proximal section). This most likely occurs as result from the interaction between the guide wire / cannula during pushing or removal after became stuck. No other damage or inconsistencies were noted to this specimen during the analysis. The returned sample was submitted to the sem lab (scanning electron microscope) for further analysis. The sem analysis report states as follows: one returned amplatz unit exhibiting a fractured core wire was submitted to the lab for analysis. The purpose was to determine the mode of fracture. Only the proximal fracture site was submitted. Examination of the fracture surface revealed the presence of equiaxed and elongated dimple ruptures in a tensional/torsional direction. Smeared material was noted. No material anomalies were observed. Conclusion: the fracture surface was caused by a primary tensional type overload followed by a torsional action. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)